Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because the sheath likely separated due to misuse of the tr band. Without a sample, the exact root cause could not be determined. The likely root cause is the sheath was attempted to be withdrawn while the tr band was fully inflated. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that when attempting to remove the involved destination slender sheath from the radial artery, the sheath hub split apart from the sheath shaft. The physician said that he did not pull any of the sheath shaft out of wrist prior to inflating the tr band. Therefore, the fully inflated tr band had too much friction with the sheath while removing the sheath which severed the sheath hub from the sheath shaft. The resistance was not created from radial artery spasm per the physician. To remove the entire sheath, the physician performed cut down surgery to remove the sheath. This was performed successfully. Patient condition was stable. The event occurred intra- operative. The procedure outcome was successful. Surgical intervention was required as a cut down surgery was done on the radial artery to remove the sheath. Additional information was received on 08 march 2023: the procedure performed for the patient was lower extremity angiogram. The doctor stated there was no radial artery spasm, he said the radial artery was not damaged and this was caused by tension between fully inflated tr band and destination slender sheath. He did not pull the sheath out at all prior to inflating the tr band, therefore the long length sheath needed to be pulled out against the tr band, which caused the issue. There is no allegation against the r2p, but due to misuse with fully inflated tr-band, when trying to remove the sheath.

Manufacturer narrative:
Patient identifier: requested, not available due to facility policy. Age & date of birth: requested, not available due to facility policy. Patient sex: requested, not available due to facility policy. Weight: requested, not available due to facility policy. Ethnicity: requested, not available due to facility policy. Race: requested, not available due to facility policy. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.